Event description:
Tthe customer reported that he missed some anti-jk(a) and anti-jk(b) when testing on tango optimo with biotestcell-i11. The tango optimo analyzer involved was installed only recently and is equipped with the latest software version (v3.2 sp1) that contains assays for enhanced sensitivity in antibody detection. There is no indication for a malfunction of the affected instrument. The customer has neither returned the sample that had caused false negative result nor the supposedly defective product. At he time the customer filed his complaint, the lot number of the supposedly defective product was already expired. Therefore a testing of the retained biotestcell-i11 sample was not possible. A review of the batch record documentation showed no regularities which might have negatively affected the quality of the allegedly defective lot. According to the IFU (e.g. Anti human globulin), samples employed for antibody screening and -identification should not exceed the age of 7 days and have to be stored appropriately (2-8 °c) prior use on tango optimo. In both instances the affected samples were either close to, or even exceeded this limit.

Manufacturer narrative:
This is our combined initial and final report on this incident.